Manufacturer narrative:
It was reported during a c-section, fibers came of the sponge into the surgical site. The fibers came off sponges as they dabbed the surgical site, fibers were visible to the eye and easily identified. The surgeon removed fibers from the site by using forceps. The procedure was completed without further incident. The procedure was not delayed. No injury came to the patient. Sample was received and issue confirmed. In an abundance of caution this medwatch is being filed.

Event description:
It was reported a fibers from the sponge fell into the surgical site.